Event description:
It was reported the patient had passed away from sudep. It was noted that the death date was (B)(6) 2020. Per the physician, the official cause was of death was sudep and unrelated to vns. No additional relevant information has been received to date.